Event description:
This is filed to report the clip detaching from one leaflet. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2022 to treat tricuspid regurgitation (tr) with a grade of 5. It was noted that visualization of the clip was difficult due to the patient¿s anatomy. One mitraclip was successfully implanted on the tricuspid valve reducing the final tr to a grade of 3. There was no clinically significant delay in the procedure and no adverse patient effects. The following day, it was observed that the clip detached from one leaflet (single leaflet device attachment (slda)). No tissue damage was noted, and no further intervention was performed. The physician was aware that this was an off-label procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be due to lack of coaptation and poor image resolution. It should be noted that the mitraclip g4 system instructions for use (IFU) states: ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation". The reported off-label use was due to the user performing the mitraclip procedure on the tricuspid valve; however, the off-label use of the device did not contributed to the reported slda. The reported tricuspid regurgitation (tr) was the cascading effect of the slda. The serious injury was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.b1: adverse event added. B2: outcomes attributed to ae updated to other, serious. H1: the MDR report type upgraded from malfunction to serious injury. H6: code 4582 (no clinical signs symptoms or conditions) was removed and 4453 (recurrent tr) was added; code 2199 was removed and code 4614 (serious injury) was added.

Event description:
Subsequent to the previously filed report, additional information was received stating that the patient¿s tricuspid regurgitation (tr) increased to a grade of 4 after the single leaflet device attachment (slda).